Event description:
It was reported to covidien on (B)(6) 2009, that a customer had an issue with the meditrace 1310p. The customer stated that a patient was scheduled for a trans esophageal echo-cardiogram (tee) and cardio-version in endoscopy. The patient received minor burns from the use of the meditrace pads.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.